Event description:
Outer pouch of a double pouched product, was not completely sealed. Product is sold as sterile.

Manufacturer narrative:
Other product also may have same issue: (lot 898330), (898250), (898350), (898320), (951140), (868920) & (978810). This was investigated under the recall. We know of at least 1 piece that has been implanted (date unknown). There have been no reports of complications for this piece.